Manufacturer narrative:
Brand name: unknown size for the aviator cervical plate.

Event description:
It was reported patient admitted from to the hospital for c-spine infection. The spine surgeon was called into room to explant an aviator cervical plate. There was no defect in plate prior to removal according to surgeon. Upon removal of one of the screws the locking cam was slightly bent when removing screw with the removal instrument. There was no delay in the case.

Manufacturer narrative:
Method: complaint history review; risk assessment results: the device was reported to be an aviator assy three level plate. The device, catalog number and lot number were not provided. The anterior device was explanted due to an infection and then an oasys device was implanted (posterior). The plate was not reported to be the cause of the infection (a torn esophagus) as per the stryker representative. During the process of removing the aviator plate, the spring bar was bent due to the lack of use of a draw rod on the rescue driver. Conclusion: the instrument failure is believed to be the result of user-error.

Event description:
It was reported patient admitted from to the hospital for c-spine infection. The spine surgeon was called into room to explant an aviator cervical plate. There was no defect in plate prior to removal according to surgeon. Upon removal of one of the screws the locking cam was slightly bent when removing screw with the removal instrument. There was no delay in the case.